Event description:
The event is reported as: the customer alleges that the et tube cuff was not holding air. There was no confirmation that there was patient involvement during the reported defect.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.